Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "turns off by itself" which was verified through a review of the event history log by the presence of "improper shutdown"; however, it cannot be determined if the alarms are user induced or due to device malfunction. The evaluation was able to reproduce the reported symptom and found that the battery contact pins on the rear case were depressed and the 6-pin connector on the rear case to be damaged. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a delayed keypad response. Service evaluation verified delayed keypad response. The cause was identified to be a failed processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off by itself. There was no patient involvement. No additional information is available.